Manufacturer narrative:
The device was received not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Pod download data showed that the device ran for 47 first prime pulses, deactivating before the start of second prime. No damages or deficiencies were observed during drive mechanism testing. No problems were found regarding the functionality of the device.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.